Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported moderate calcification, moderate thrombosis and mild tortuosity. It was reported that the bifurcated stent graft was successfully deployed without issue. During the advancement of the contralateral limb the fellow advanced the stent graft too proximal as the fellow misread the markers on the bifurcated stent graft. The contralateral limb was deployed higher than intended. The physician elected to implant an endurant 16x13x156 parallel to the contralateral limb and the contralateral limb was extended distally with an endurant 13x13x82. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inaccurate delivery. User related; misreading the marker. Conclusion: user related; misreading the marker.